Manufacturer narrative:
Device evaluation: complaint for the failure mode could not be confirmed by investigation as no samples nor pictures were provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the products have been leaking. During the leak test, the products failed with greater than 450ml of loss on multiple anesthesia machines. There was no patient involvement, and no patient harm/adverse event reported.